Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative.the system passed a system checkout and was determined to be fully operational. The representative noted the likely cause of the issue was use error. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the site was unable to take a 2d shot. The site had to reboot and were sometimes able to expose 2d shots.